Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a loss of power issue. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received by smiths medical on 19-july-2019 that no patient injury was reported. Device evaluation: one cadd solis vip pump, was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and battery life testing were performed. The pump passed the battery life testing. The customer's reported problem could not be duplicated. However, the pump history showed the pump was running while on a rechargeable battery pack which drained. No fault found and no further action required for primary concern.